Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported during primary breast augmentation, with mentor smooth round high profile 420cc saline breast implant, that the right implant had issue with valve. It was replaced with another mentor saline implant catalog 3503420, serial number (B)(4). There were no patient consequences.

Manufacturer narrative:
On 6/07/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. Complaint was not confirmed, since product evaluation team does not mentioned any issue with the valve. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).